Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 700 mg/dl while wearing the pod for more than 48 hours on the leg. Patient removed the pod and was taken to the hospital. Patient was vomiting at the hospital. Patient was put on intravenous therapy with insulin drip and also had manual injections of insulin throughout the stay. Patient then had surgery for appendicitis. Patient was prescribed pantoprazole to take for 30 days, once per day. Patient was released after 5 and a half days.